Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-sep-2025 the user reported hyperglycemia with a blood glucose (bg) level of 505 mg/dl while using the ilet bionic pancreas system and dexcom g6 cgm. The user confirmed there were no visible leaks or occlusions and no active alarms on the device. The agent instructed the user to perform a full supply change, including new infusion set and cartridge. Follow-up confirmed bg was trending down within one hour. No symptoms, medical intervention, or hospitalization were reported.